Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1523603) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: during the device deployment, the shuttle handle was detached and shuttled down the wire. The procedural sheath was withdrawn and it was noted that the advancer tube was not present. The procedure was aborted and the balloon was deflated and removed. Manual pressure was applied for 25 minutes and successful hemostasis was achieved. The patient was not hospitalized. In the doctor's opinion, the event was not caused by the mynx procedure/mynx device. Additional information: unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 5f.